Event description:
This unit exhibited intermittent phaco calibration during set up. The pt had been prepped for the procedure.

Manufacturer narrative:
Recalibrated aspiration and replaced the receptable panel that was corroded with balanced salt solution.